Event description:
It was reported that a powered wheelchair accelerated on its own. The chair veered to the right and the user went into a ditch. The user has a sore knee and hip but did not seek medical intervention. Should additional relevant information become available, a supplemental report will be submitted.